Event description:
It was reported that the patient was to treat a pulmonary artery (pa). Prior to the procedure the patient was observed having a significant cough. During the right heart cath, the steelcore guide wire was used to gain access to the left pa. Patient had been relaxed during the initial measurements but coughed when wire was entering the pa. A non-abbott guide catheter was inserted to pa and wire was removed. The patient continued to cough. Physician paused for patient to dispose of phlegm. All contents of mouth were blood. Patient began to have excessive hemoptysis. Intensive care unit was called and patient was intubated. Via bronchoscope it was still unable to find the source of the bleed. Patient then coded. Cardiopulmonary resuscitation was conducted for an hour but the patient died. Patient died from a cardiac arrest due to massive hemorrhage. It is unknown if an autopsy was performed. It is unknown if the steelcore guide wire caused or contributed to the patients death in any way. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part/lot numbers were not reported. The reported patient effect of cardiac arrest is listed in the hight torque guide wires instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.